Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Vat nurse reported that site rite 8 ultrasound system has a 2 second lag in the image. Fa imaging provided nurse with tips on how to clear issue as a work around until updated software is available.